Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the patient noticed a crack on the product before use.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter : the patient noticed a crack on the product before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-08. H6: investigation summary: customer returned a single 1ml syringe with no other identifying information. The barrel of the syringe has a roughly 2-3cm long split in it that travels along the length of the syringe. A review of the device history record was completed for batch # 1074339. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the syringe barrel being cracked. A definitive root cause cannot be determined.